Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing due to noisy signals from myopotentials, leading into an untreated episode. The plan is for the attending physician to alert the patient to the lifting movements and to monitor the progress. This electrode remains in service. No adverse patient effects were reported.